Event description:
According to the reporter, during clinical, the patient experienced acute incisional abdominal pain that began around the abdominal scar on (B)(6) 2026. The patient was evaluated by an advanced practice registered nurse in the surgery clinic on (B)(6) 2026, at which time a computed tomography scan was ordered. The computed tomography scan was completed on (B)(6) 2026. The patient later presented to the clinic for a 12-month follow-up visit on (B)(6) 2026, during which the computed tomography scan results and ongoing symptoms were reviewed. The symptoms were consistent with a symptomatic seroma requiring drainage. However, the subject was receiving plavix for st-elevation myocardial infarction, and admission to the hospital was planned on (B)(6) 2026 for interventional radiology drainage. The adverse event was related to the study procedure and mesh.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.